Event description:
The customer called in for help with her meter. Troubleshooting showed the system to be operating as designed, but she was concerned about some glucose readings that she had received. The test strips were returned for evaluation, and replacement test strips were sent.

Manufacturer narrative:
The qa lab received 2 bottles of test strips. Control test results ranged from "lo" to 160 mg/dl. The normal control range is 86-119 mg/dl. This complaint was missed by qa after they evaluated the returned product, so it will be submitted past the 30 day window.